Event description:
It was further reported that post the index procedure, the patient continued on routine cardiac medications including ace inhibitor, beta-blocker, statin therapy, aspirin, plavix and iib iiia inhibitor for 12 hours. Two days post index procedure the patient underwent relook angiography, which demonstrated brisk flow and patent stent in the left anterior descending artery, along with brisk flow and residual 95% stenosis in the ostial first diagonal branch.

Event description:
Same case as MDR ID #2134265-2013-01340. (B)(4) study. It was reported during a percutaneous coronary intervention patient complications occurred. The 95% stenosed and 10mm long de-novo target lesion was located in the 1st diagonal artery with a reference vessel diameter of 2.5mm. The target lesion was treated with a non bsc guide wire that was placed into the distal left anterior descending artery and the distal portion of the 1st diagonal. Angioplasty was performed in the proximal and ostial portion of the 1st diagonal branch with a 2.5 x15 mm unknown manufacturer's balloon catheter and placement of a 2.25x16mm promus element plus study stent, resulting in 95% residual stenosis following post-dilation. Subsequently angioplasty was performed with a 3x15mm unknown manufacturer's balloon catheter in the 90% stenosed and 15mm long de-novo target lesion located in the mid left anterior descending artery with a reference vessel diameter of 3.0mm. The first target lesion was treated with pre-dilation and placement of a 3.0x20mm promus element plus study stent. Following stent placement the plaque shift and thrombus embolization with timi 1-2 flow and distal occlusion (abrupt closure) was noted in the upper branch of 1st diagonal. This resulted in the non bsc guide wire to be trapped. The physician removed the guide wire from the 1st diagonal branch with the aid of 2x8 mm unknown manufacturer's over-the-wire balloon catheter. The over-the-wire balloon catheter was not able to cross and was exchanged with 2x8 mm unknown manufacturer's monorail balloon. Kissing balloon angioplasty was performed in the ostial 1st diagonal and mid left anterior descending artery, resulting in 10% residual stenosis following post-dilation. Prior to discharge elevated cardiac enzymes were noted and the patient experienced a myocardial infarction. It is unspecified how the myocardial infarction was treated. Three days later the event was considered resolved and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).